Event description:
It was reported that the procedure was to treat a lesion in the renal artery with heavy calcification. The 5.0 x 12 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon was advanced without issue and inflated two times to nominal pressure. After the second inflation, the balloon would not deflate. The balloon was able to be partially deflated and removed. Some resistance was noted with the anatomy during removal. The procedure was completed successfully and no additional device was needed. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that after the procedure, the account cut the balloon portion off of the catheter. Only the balloon portion will be returned and the catheter was discarded. Additional information reported that after the balloon would not deflate, the physician purposely inflated the balloon beyond rated burst pressure to rupture the balloon. During retraction of the nc trek catheter, resistance was felt when pulling the balloon catheter into the 6f guide catheter, and the shaft separated inside the patient. The device was removed when the sheath was removed from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported deflation issue, difficulty to remove and balloon rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that nc trek instructions for use states that the nc trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction; balloon dilatation of a stent after implantation. Further, the warning sections states that the balloon pressure should not exceed the rated burst pressure (rbp). In this case, it is not likely that the treatment of the renal artery contributed to the deflation issue and the physician purposely inflated the balloon above rated burst pressure to rupture the balloon due to case circumstances.